Manufacturer narrative:
Visual inspection performed by r&d project manager. During the analysis it is evaluated that the whole body of the stem is still covered with ha coating, meaning that the stem was not correctly osteointegrated with patient bone. The stem has a collar that should prevent the stem subsidence if correctly in contact with patient cortical bone. It seems that the collar was not placed in the right position during surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue. Information reported in this follow up: - pieces returned on (B)(6) 2024. - visual inspection of the devices.

Event description:
Stem revision due to subsidence at about 9 months from primary surgery. The removed stem was not confirmed to have adhered to the bone. The subsidence is about 1cm. The surgery was completed successfully. The subsidence was discovered 3 months after the primary surgery, but as there was no fracture, the patient was monitored.

Manufacturer narrative:
Batch review performed on 30 august 2024 lot 2218148: (B)(4) items manufactured and released on 17-jan-2023. Expiration date: 2027-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.